Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record was not possible as no serial number or lot number was provided during the complaint investigation. The reported complaint is confirmed from the evaluation of the returned device. The observed conditions is very consistent with wear and tear over time and improper handling. The definite root cause cannot be reliably determined . Device has the lot code of 981 (1998) which indicates that it was manufactured in 1998. The unit is beyond integra's seven (7) years recommended life cycle. The device last came in for service in 2003. It is highly recommended that the device be returned to integra repair department once a year for detailed inspection and servicing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the threads of the a2000 mayfield 2000 skull clamp were stripped. There was no known patient involvement or surgery delay.